Event description:
During a clinic follow-up, a dent was noticed on the device prior to implant during device preparations. A different device was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of dent on the can was confirmed. The device was near beginning of life level (bol) upon receipt. Visual inspection the pacer noticed an obvious dent mark on the can which was noticeable even without the aid of a microscope consistent with a grabbing tool marking. Review of the device history record indicates the pacer passed all quality control tests prior to its distribution, including visual inspection. Electrical and mechanical tests performed indicated normal functionality. Longevity assessment was performed, and the device was in normal range of operation with battery near beginning of life level.